Event description:
Knee revision surgery, performed on (B)(6) 2025, due to infection. The following component was removed: physica kr tib. Liner right #7 (part code 6531.54.710, lot number 2110652, sterilization (B)(4). And replaced with the following new one: physica kr tib. Liner right #7 (part code 6531.54.710, lot number 2021282, sterilization (B)(4). The other components previously implanted were left in situ: physica kr femur comp.right #8 (part code 6511.09.180, lot number 19as0k9, sterilization (B)(4). Physica fixed tibial plate #7 (part code 6522.15.070, lot number 2221171, sterilization (B)(4). Patellar prosthes.d.32 h.8.5mm (part code 6595.54.032, lot number 2021985, sterilization (B)(4). Previous surgery performed on (B)(6) 2023. The patient is a male, date of birth (B)(6) 1954. The event happened in the united states.

Manufacturer narrative:
Investigation checking the manufacturing and sterilization charts, no pre-existing anomaly was found in the 36 items belonging to the lot number 2110652 and sterilization (B)(4). This is the first and only complaint received regarding this lot number. We did not receive any additional information on this event, except for the information reported in the event description. Hence, taking into account that: no pre-existing anomalies were found by checking the manufacturing and sterilization charts of the involved lot number. We have no evidence to consider the event as product related. Pms data based on the available pms data, the revision rate of physica kr tib. Liners, belonging to the family product codes 6531.50.xxx - 6532.50.xxx - 6531.54.xxx - 6532.54.xxx due to infection is lower than 0.01%. Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.